Event description:
The site reported the following: the veris charging cable was plugged into an outlet and found to be badly melted. There was no injury reported.

Manufacturer narrative:
Bayer r & I product analysis received and evaluated a dc power cable and power supply from the site. The condition of the returned dc power cable indicated that there was an internal temperature sufficient to melt the jacket of the cable. The overheating in the power cable was concentrated at the area where the coils were gathered. There was exposure of the shielding braid but the main conductor was not exposed. Circuit continuity of the power cable was tested and found to have a short between the circuit and the connector case. The power supply was not functional due to blown line fuses and circuit board damage.